Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported device entrapment could not be determined. The treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a peripheral interventional procedure. Reportedly, the proglide became trapped inside the anatomy. It was necessary to open the artery to remove. The method of achieving hemostasis was not reported. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Date of event estimated the device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a peripheral interventional procedure. Reportedly, the proglide became trapped inside the anatomy. It was necessary to open the artery to remove. An unspecified method was used to achieve hemostasis. No additional information was provided.